Event description:
It was reported the "small white 'collar' which sits on top of the valve holder and is therefore, between the holder itself and the handle that is used to remove the holder detached during the sewing in of the valve." The 'collar' and the holder were retained by the customer to be returned to edwards. However, during the visit to take the report, the customer informed edwards representative that maybe the 'collar' had been subsequently misplaced. The holder will be returned. It is unknown if the 'collar' is available for return. No patient information has been provided at this time. The incident date is 2008.

Manufacturer narrative:
Device not returned.